Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of general fatigue when seen in clinic for a routine follow up. There was drop in r-wave amplitude and variation in threshold. A chest x ray was inconclusive. The physician elected to go in for repositioning. The physician attempted to insert the stylet but could not advance the stylet down the lead. The lead was extracted with tension and replaced. The patient was stable following the procedure and reported no symptoms.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.